Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level 205 mg/dl,

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.